Event description:
Manufacturer report number 1627487-2019-05281.manufacturer report number 1627487-2019-05282.

Manufacturer narrative:
Investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-05281. Manufacturer report number 1627487-2019-05282. It was reported that patient had an incision and drainage procedure completed on their thoracic spine nodule on (B)(6) 2019. Physician suspected infection but this was not confirmed. Patient had a pustule over their incision. Device system was explanted. No further information is available.